Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked screen and was accidentally dropped from the waist to the cement stairs. Troubleshooting was performed for the cracked screen. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and returned for analysis.

Manufacturer narrative:
S/w version: unknown retainer ring = black case type = ngp the customer returned the pump for a crack on the screen after being dropped found on (B)(6) 2023. The pump was received with a partial display and missing segments with horizontal and vertical colored lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or due to partial display/missing segments display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, damaged serial number label, and pillowing keypad overlay. Partial display, missing segments, and unable to download are confirmed due to cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.